Event description:
The consumer reported that his implant went ¿kaput¿ and he went to a healthcare provider who wanted a manufacturer representative to check the implant before doing anything. The patient noted he had an x-ray the week before that showed a vertebra above the implant was bad. Further information received from the consumer reported that he first noticed the stimulator not working about two years ago. The circumstances that led to the stimulator not working included the battery would not charge or hold a charge. The indication for use was other non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.